Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an emerge balloon catheter. The balloon was loosely folded with fluid in the balloon and lumen. Inspection and functional testing revealed numerous kinks in the hypotube and damage to the tip. Functional testing was performed by inflating the balloon to rated burst pressure (rbp), with the balloon holding pressure for 5 minutes and did not leak and there is no indication the device was inflated over rbp. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending (lad) artery. A 1.20mm x 15mm emerge¿ push balloon catheter was advanced to dilate the lesion. The balloon was first inflated at 6 atmospheres for 8 seconds; second inflation at 6 atmospheres for 10 seconds, third inflation at 8 atmospheres for 8 seconds, fourth inflation at 8 atmospheres for 10 seconds. However, upon the fifth inflation at 10 atmospheres for 10 seconds, the balloon ruptured. The device was completely removed from the patient's body. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending (lad) artery. A 1.20mm x 15mm emerge bush balloon catheter was advanced to dilate the lesion. The balloon was first inflated at 6 atmospheres for 8 seconds; second inflation at 6 atmospheres for 10 seconds, third inflation at 8 atmospheres for 8 seconds, fourth inflation at 8 atmospheres for 10 seconds. However, upon the fifth inflation at 10 atmospheres for 10 seconds, the balloon ruptured. The device was completely removed from the patient's body. No patient complications were reported and the patient's status was good.